Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and underwent revision due to implant loosening and femur fracture.

Manufacturer narrative:
Investigation results were made available. Review of event description: the patient underwent a right total hip arthroplasty (tha) consisting of a fitmore shell fixed with one screw, a metasul liner and an unknown cls stem 145° on an unknown date between 1999 and 2004. On (B)(6) 2020 the tha was revised due to debonding of the sulmesh from the fitmore shell and an acute oblique periprosthetic fracture of the proximal femoral diaphysis. Review of received data: - x-rays: one undated x-ray with surgical planning of a revitan stem and four undated ap pelvis views reported to be from 2009, 2012, 2015 and 2020 were received. The surgical planning does not contain information relevant to the case. The x-ray analysis can be summarized as follow: a debonding of the sulmesh can be seen on all four ap pelvic views, located on the medial aspect of the acetabular cup. The gap enlarges over time and is most prominent on the 2020 image. Additionally, the image from 2020 demonstrates an acute oblique periprosthetic fracture of the proximal femoral diaphysis. The fracture is mildly displaced. The femoral implant is loose secondary to the periprosthetic fracture. No contributing factors are noted apart from mild osteopenia. - patient data: (B)(6) , born 1940, 74 kg, medium activity level. Product evaluation: - visual examination: the fitmore shell, two sulmesh parts, one countersunk screw and one metasul liner were received. The countersunk screw is inconspicuous. Fitmore shell: approximately 60% of the sulmesh detached from the fitmore shell. The detached area encloses a contiguous area that covers slightly more than a hemisphere and extends from the two screw cones to the edge on the opposite side. The sulmesh that remained on the fitmore substrate shows hardly any bone ingrowth. The area between the two screw cones and the polar screw hole is polished (shiny), smooth and shows the imprint of the sulmesh grid. The screw cones as well as the thread of the polar screw hole are polished and deformed. The inner shell surface has some scratches and indents, especially close to the rim, and some tissue remains. One of the screw cones is abraded. Sulmesh fracture parts: two roundish parts of debonded and broken off sulmesh show bone ingrowth covering most of the surface and reaching through all mesh layers. Metasul insert: the metasul insert has a yellowish discoloration, which is caused by diffused substances from the area surrounding the implant (e.g. Beta-carotene). Deformations, dents and scratches can be seen on the outer surface. There are pronounced indents where the screw holes of the shell were located. In addition, some individual black particles can be seen. On one side, the rim is broken up, most likely due to force application during revision surgery and delamination, which is indicated by the layered structure of the inner material. In the view of the articulation surface, next to the metasul inlay, a screw hole running through the crack can be seen, which served to remove the insert during revision surgery. The articulation surface has countless scratches. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the compatibility check could not be performed as not all involved products are known. The known products are compatible. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - corrective and preventive action (CAPA) search: the search identified the following CAPA relevant to the case: protocol for debonding of the sulmesh from the titanium substrate released on jan 21, 2008. Investigation of different manufacturing processes suggested diffusion bonding as the best solution to improve the anchorage of the sulmesh on the titanium substrate. Diffusion bonding will ensure a much better force transmission between the sulmesh and the substrate, leading to stress reduction in the sulmesh. To verify the new manufacturing process, a process validation was performed. All tests were completed successfully. The new manufacturing process was released on jul 27, 2007. Conclusion: the patient underwent a right total hip arthroplasty (tha) consisting of a fitmore shell fixed with one screw, a metasul liner and an unknown cls 145° stem on an unknown date between 1999 and 2004. On (B)(6) 2020 the tha was revised due to debonding of the sulmesh from the fitmore shell and an acute oblique periprosthetic fracture of the proximal femoral diaphysis. Based on the four ap pelvic views it can be seen that the debonding of the sulmesh was already present in 2009. Subsequently, the gap between the debonded sulmesh and the fitmore shell body increased over the time in vivo until the revision was performed in 2020. An oblique periprosthetic femur fracture is seen in the 2020 pelvic view. Due to the lack of medical records, the cause of this fracture remains unknown. Based on the available radiographs, it is assumed that the fracture is not device related. The visual examination of the received components revealed that the debonded sulmesh pieces show bone ingrowth, indicating that these pieces had a good osseointegration, while the remaining sulmesh on the fitmore shell shows hardly any bone attachments. Since the complete follow-up of x-rays is not available for evaluation, it is assumed that at one point in time the shell was only partially anchored in the bone and started its migration. During the dynamic migration process of the cup, the well anchored and in the bone integrated part of the sulmesh could not follow the motion of the cup. This led to debonding and tearing of the sulmesh from the shell. The debonding occurred before the ap pelvic view was taken in 2009, but the exact point in time as well as the reason for the partial osseointegration remain unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.